Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on posterior assessed, as a surgical impact opening (shell thickness within spec). And missing shell observed assessed, as inconclusive. Additional observations: stress marks observed on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side ruptures. Per, mammogram implant exchange. Device has been explanted.

Event description:
Healthcare professional reported a right -side ruptures per mammogram implant exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.